Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back. The patient also reported feeling pain underneath the lifevest. The patient reported the irritation was bleeding. The patient stated the therapy pads rub against a preexisting scar from back surgery. There is no evidence the scarring was caused by the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested using a water-based scent free lotion for the irritation. The patient also rinsed the garments in white vinegar. Follow up indicated the irritation improved.